Event description:
It was reported to bsc/target that the physician had "ccf" embolization with gdc-10 coils, but the flow was fast and he can't make a flame of coil. He decided to occlude the other side of the artery to reduce the flow. When he inflated the balloon, contrast was leaking from the distal part of the balloon. Upon eval the catheter was found to be ruptured therefore the complaint was filed as an MDR.